Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, there was no activity related to pi observed in black box or download history. There was no voltage drops in black box. No overheating duplicated during testing. Pump electrical current draws found within specification. The battery compartment is cracked. The pump was opened and there was no damage or evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the pump had high temperature with moisture in the pump. It was noted that there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.